Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with phrenic nerve stimulation (pns). Loss of capture and high impedance was observed on the left ventricular (lv) lead. No intervention was performed. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the lead was dislodged. It was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.